Event description:
Healthcare professional reported left side "capsular contracture grade 3, can touch the device and firmness of the breast". Healthcare professional later noted capsular contracture, baker grade iii. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, yellow biological tissue, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported left side "capsular contracture grade 3, can touch the device and firmness of the breast". The device was explanted.